Manufacturer narrative:
The ge service rep conducted an onsite investigation. The voltage was adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the system would beep after the foot pedal was pushed and that the fast stop switch would not work. No pt injury was reported.